Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The failed downstream occlusion test could not be reproduced during the eval. The pump was found to be within specification and no malfunction could be identified. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. Add'l flow rate tests were performed with the unit passing.

Event description:
It was reported that a spectrum infusion pump failed to alarm for a downstream occlusion during a preventive maintenance test. It was also reported there was no pt injury.